Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Customer's stated according to their libre blood glucose level was over 300 mg/dl, so they bolused and after changing infusion set it stated 40 mg/dl. Customer had treated hypoglycemia with food. Customer's current blood glucose level was 60 mg/dl. Trouble shooting was performed. Customer was using the insulin pump system within 48 hours of reported event. Customer alleged insulin pump was over delivering because they did not had active insulin on board and was staying low. Displacement verification test was performed, insulin pump had successfully passed all the steps. The insulin pump will not be returned for analysis.